Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro went down yesterday during use, said it wouldn't activate. Grabbed new cord and wouldn't work as well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and blood were observed. There was evidence of tissue and charred blood on the jaws. An electrical evaluation was attempted. The device was plugged into with a reference cable reference power supply vh-3010 at level 2.5. The device failed the electrical evaluation by not turning on. Repeated attempts were made, no electrical power to the device was observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the return condition of the device, we were able to observe electrical issues. The reported failure mode "failure to delivery energy" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro went down yesterday during use, said it wouldn't activate. Grabbed new cord and wouldn't work as well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.